Event description:
It was reported that shaft break occurred. The target lesion was located in the ramus branch. A 3.50x16mm promus premier¿ stent was selected to treat the lesion. Upon insertion of the device through the rotating hemostatic valve, the stent shaft got fractured. The physician was able to retrieved everything from the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that shaft break occurred. The target lesion was located in the ramus branch. A 3.50x16mm promus premier¿ stent was selected to treat the lesion. Upon insertion of the device through the rotating hemostatic valve, the stent shaft got fractured. The physician was able to retrieved everything from the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was broken 230mm distal to the strain relief. There was evidence of material resistance at both of the break sites. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).